Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a denovo lesion located in the mildly tortuous, moderately calcified, 90% stenosed, proximal left anterior descending artery. An attempt was made to cross to the lesion with a 3.5x28 mm xience v stent delivery system (sds); however, during the attempt to cross the distal shaft of the sds separated. The procedure was completed with a non-abbott stent delivery system. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.